Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v711744, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device was explanted a week after it was implanted due to a (B)(6) infection. With the patient¿s first implantable neurostimulator (ins) an infection developed, then they contracted (B)(6) and had to have the device removed. On (B)(6) 2011 the patient went to the emergency room (ER) due to changes in the ins pocket site. The patient saw their health care provider (hcp) the next day and received some antibiotics, bactrim. The next day the patient was sent to the hospital as they had an allergic reaction to the antibiotic. The patient was in such severe pain they had to have the device removed. After removal, the patient was hospitalized for 2 weeks, received vancomycin, and had a port. The patient¿s partner had to clean and pack the open wound. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.